Manufacturer narrative:
Follow-up #1: device evaluation: the device has been returned and evaluated by product analysis on 04/02/2015 with the following findings: unable to confirm complaint. Total daily dose data was reviewed from (B)(6) 2014 to end of use. The users set basal rates add up correctly with the tdd. No evidence of pump malfunctions were observed in the black box or alarm history accuracy flow test was completed without any delivery defects found. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Event description:
On (B)(6) 2013, the reporter contacted animas and alleged the following: the patient is new to insulin pump therapy. The reporter called to report an issue with bent cannulas due to improper technique and mentioned that since they have switched to an alternate infusion set, patient has been experiencing some low blood glucose (bg) levels for past 3-4 days. Last low bg occurred (B)(6) 2013 4pm, was 26-29mg/dl, the patient felt ¿out of it¿. Patient was very hungry, drank juice and ate a large quantity of food, later bolused for excess ingestion of food. Patient does not always time bolus delivery with ingestion of food. Bg rose to 159mg/dl and was in the 80-126mg/dl range the rest of the night. Bg was 146mg/dl this a.m. Reporter has not recognized a pattern for lows, but stated basal rates were increased on patient's pump due to high bgs that had not correctly linked to bent cannulas. Now that they are no longer having issues with cannula, patient is having episodes of low bgs and reporter is not sure if rate adjustments need to be made in pump again. Customer support (cs) advised reporter to call back with pump in hand so that we can review pump history to determine if there are other causes for low bg. This complaint is being reported because the patient experienced hypoglycemia.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.